Manufacturer narrative:
Unit passed displacement test and self test. During visual inspection, electronics stack and force sensor was corroded. Motor also had moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and the screen was condensed. Customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.